Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station keyboard failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer pockets failed. A field service engineer (fse) verified the issu, and identified that some keys were non-responsive. Fse unplugged and reseated the universal serial bus (usb) cable several times and the issue persisted. Fse tried a new keyboard, and the issue remained. Fse pressed control+alt+delete then pressed cancel, and the issue resolved. Fse logged into the application and performed a restart. Windows performed an update, and fse tested the keyboard to log into the application. Fse had the escort do the same, and the keyboard test was completed. The system functioned as intended after the field service engineer repaired the device.